Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over de¬livery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer's blood glucose (bg) level was 149 mg/dl. Additionally, it was reported that the customer filled tubing while connected at the site. Bg was 114 mg/dl. Tandem's technical support educated customer regarding the proper load process. The customer consumed food and set a temporary rate of 0% to address the issue.